Event description:
It was reported that catheter break occurred. An opticross imaging catheter was inserted to view the target lesion in a coronary artery. However, during imaging, the product broke. The procedure was completed with a different device. No patient condition was reported.